Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system had swelling and redness around the driveline insertion site on (B)(6) 2018 and began having yellowish thick drainage on (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2018. A driveline wound abscess culture tested (B)(6) for (B)(6) and treatment was started on intravenous vancomycin therapy. The plan for the patient to be discharged to a skilled nursing facility for continuation of treatment. Technical services reviewed the submitted log file and observed the pump parameters and values are within normal limits. No unusual event noted. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.